Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe that there was mix product types in a pack. The following information was provided by the initial reporter: in the sealed box packaging, two different lot numbers were found.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). Instigation summary: material #: 364314. Lot/batch #: 0199781. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for mixed lot numbers with the incident lot was not observed. The photos show two unit packages both from lot 0199781. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to mixed lot numbers as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode mixed lot numbers. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.